Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A doctor reported that a pt who had undergone cataract extraction with intraocular lens implant (iol) on (B)(6) 2012, was diagnosed with endophthalmitis on (B)(6) 2012. The pt was hospitalized from (B)(6) 2012 and treated with eye drops and intravenous drip. The pt is said to be recovering.